Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose level during the incident was unknown. The customer took out the battery and waited until the notification light stopped blinking, and then inserted a new one. They set up the time and date and did a rewind on the device. However, after three hours, the alarm recurred for the second time. The customer had previously called to report a power error detected. They had already performed troubleshooting. The insulin pump will be returned for analysis.